Manufacturer narrative:
The device was received for evaluation. During evaluation, the device experienced repeated output from the ok button. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be repeated output from the ok button in keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced repeated output from the ok button. No additional information is available.